Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported an er320 clip scissored across the cystic artery and severed the vessel. The surgeon controlled the bleeding with an endoloop and completed the procedure. 02/18/1998, the rep spoke to the surgeon and the surgeon reported he fired the er320 approximately five to six times and the clips formed properly. The surgeon reports after firing approximately the seventh clip (after having squeezed hard on the clip applier) this clip scissored severing the cystic artery. The surgeon reports he did not use an endoloop to stop the bleeding of the cystic artery but instead continued to use the same er320 to stop the bleeding of the artery. Again there is no instrument available and no lot number.